Event description:
It was reported that post initial implant procedure, the patient present with loss of sensing and loss of capture due to possible lead dislodgement on their right atrial lead. It was later confirmed via x-ray that the lead was dislodged. The lead was repositioned on (B)(6) 2021. There were no patient consequences and the patient was is stable.